Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the reducer seal disengaged form the instrument, fell into the pt cavity, and was retrieved to complete the case. Procedure: unk. Pt status: no pt injury reported.